Event description:
Unomedical reference number (B)(4) event occurred in saudi arabia it was reported that a 06-year-old female child patient faced a kinked cannula multiple times over the last 2 months with blood glucose level of 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.